Manufacturer narrative:
If implanted; give date: not applicable as the iol was inserted, removed and replaced within the same procedure. If explanted; give date: not applicable as the iol was inserted, removed and replaced within the same procedure. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted. Product has not been received.

Event description:
It was reported that after inserting the intraocular lens (iol) into the eye the doctor noticed a crack in the optic. The iol was removed and replaced with a backup lens. Reportedly, there were no complications. No further information was provided.